Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump shut off unexpectedly. Customer¿s blood glucose level ranged from 160-198 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.